Manufacturer narrative:
Correction d4 - sn and UDI the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered upon explant of the right l5 that the lead was fractured. The lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the right l5 drg lead was unable to provide therapy due to high impedances. Surgical intervention may be pending to address the issue.